Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui. It was reported that following insertion the patient experienced pain, infection, discharge, and bleeding. The patient was diagnosed with vaginal prolapse, rectocele, cystocele, enterocele, and sui. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 due to vaginal wound caused by mesh erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.